Manufacturer narrative:
(B)(4) - medical records were reviewed by post market surveillance staff. There was no documentation in the medical records that indicate a causal relationship between the peritoneal dialysis and use of fresenius products and the peritonitis. Peritonitis was likely related to technique failure or a biofilm on the peritoneal dialysis catheter. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
During review of the medical records it was discovered the patient had been diagnosed with an episode of peritonitis on (B)(6) 2016. Medical records provided by the patient¿s treatment facility showed that the patient had two positive cultures from his peritoneal effluent. He was treated with ceftazidime via intraperitoneal administration for 14 days and fortaz via intraperitoneal administration.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.